Event description:
Customer reportedly obtained results of 218 mg/dl and 89mg/dl on the advantage system within 10 minutes. An add'l comparison on the advantage was reported with results of 414 mg/dl, 228 mg/dl and 136 mg/dl within 10 minutes. No action taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.